Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reportable events of mesh exposure, rectal bleeding, and surgical intervention (colostomy, posterior mesh extraction and rectal repair) performed under general anesthesia. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an uphold type of combined tension-free vaginal mesh procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, bleeding was observed from the rectum. Anoscopy was performed and mesh exposure was observed. Subsequently, on the same day, colostomy, posterior mesh extraction and rectal repair were urgently performed under general anesthesia. About three months later, it was planned to perform colostomy closure. In addition, difficulty in sexual intercourse has been reported. There was no rectal damage observed during the device implantation.